Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a contact detach infusion set, with a highest blood glucose of 320 mg/dl and alerts for prolonged high glucose; during troubleshooting the user reported leakage inside the chamber on the first set and a kinked infusion set tubing on the second, and it was identified that the connector had been attached to the cartridge before insertion into the ilet, contrary to instructions. Symptoms included hyperglycemia without reported loss of consciousness, dka, or other acute sequelae. Outcomes included use of subcutaneous insulin via pen as backup therapy and subsequent stabilization of glucose following a third infusion set change. Investigation included troubleshooting and user education. Investigation of this case revealed user setup error related to cartridge-connector assembly sequence and an infusion set tubing kink, with evidence of leakage. It was concluded that the event was related to use error and infusion set issues rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.